Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire medical fsr (field service representative) evaluated the device on site. Replaced blower assembly. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check which all passed. Vent is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem bellavista 1000 us getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm). Furthermore, there was no information regarding patient associated with the event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, and h10. Results of investigation: the suspect device was returned for investigation. Vyaire received blower assembly moog bellavista 1000 p/n 030.300.061 s/n (B)(6) under rga 00030718. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed into a known good top-level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. No performance issues were found in fa lab, but blower test screenshots and logs shows blower failure. Most likely the issue is intermittent. As per work order performed under (B)(4) replaced blower assembly. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est (extended systems tests) and performance check, which all passed. Vent is operational and meets OEM specifications.